Event description:
End user reports unknown qty, unknown mus, paper tabs tearing when opening. He said when he went to peel apart the packaging the paper side would just tear off. He would need to get scissors to open the catheter packaging. He said now he does pull them apart a bit gentler which he isn't sure if that has helped or if it was a product concern with the paper. No photo available. He had no harm from use of the catheter.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
This complaint has been evaluated. No photos or samples were provided to this complaint. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No another complaint was received to this lot. The batch record review indicates no discrepancies. Based on the investigation, the issue is considered isolated. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process, sop-000741. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Manufacturer narrative:
This complaint has been evaluated. No photos or samples were provided to this complaint. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No another complaint was received to this lot. The batch record review indicates no discrepancies. Based on the investigation, the issue is considered isolated. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process, (B)(6). Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470

Event description:
To date no additional patient or event details have been received.